Manufacturer narrative:
(B) (4).

Event description:
Literature: mcnab ja, voets nl, jenkinson n, et al. Reduced limbic connections may contraindicate subgenual cingulated deep brain stimulation for intractable depression case report. J neurosurg. 2009; 11(4): 780-784. Summary: this article presents a case reported a pt who underwent bilateral deep brain stimulation of the subgenual anterior cingulate cortex. The pt had a history of bipolar disorder. After a right thalamic stroke, the pt developed intractable depression without mood elevation or a mixed state. Reportable event: it was reported that following bilateral implant, the deep brain stimulation (dbs) provided minimal or no effect. The case was reviewed one year postoperatively when the dbs battery was running low. Cessation of stimulation had no effect. There was a plan to replace the dbs after further neuroimaging studies were obtained, but the pt died in his sleep 16 months after implant.